Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased baseline pain. The hcp checked for a reservoir volume discrepancy. The actual reservoir volume was greater than the expected volume (specific volumes not provided). The pump was used to deliver morphine, clonidine, and bupivacaine. The patient status was reported as good. A computed axial tomography scan had been scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.